Manufacturer narrative:
The pump was received and tested following it-004-wi-003 rev. B for flow rate accuracy. The administration set used was hs-008, lot # 223016. The pump passed testing with a flow rate accuracy of -4.95%. The reported issue is not confirmed. Pump meets passing criteria.

Event description:
On (B)(6)2023 cindy campbell, employee of intuvie, received a call from j.l., surgical patient of ochsner therapy & wellness - elmwood, and the following support call notes were documented: pt's wife is stating that this pump never delivered any medicine to her husband. She figures there is 95% of the medication remaining and not delivered. They ended up removing it for not working and she wanted to let us know. I will report the pump for under-delivery and requested that she send everything back except the catheter. It sounds as if they left it running in the bag so it is currently wet as well. They removed the pump before going to pt and left it running in the bag until they got to therapy...then she called, so hopefully not much medication leaked. She claims the bag is still completely full and he had severe pain the whole time. She said she called anesthesia but that they just deferred her back to us. Vtbi=130.7ml remaining. No further details obtained. Infusion took place at home. Patient involved. No patient harmed. Device to be returned.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned. File attachments.

Event description:
Patient's wife reported that the pump never delivered any medicine. She estimated 95% of the medication was remaining. The patient removed the pump and left it running in the bag until they got to therapy and some medication leaked. The patient's wife stated that the bag was still full. He had severe pain the whole time. She said that she called anesthesia but they just deferred them back to the support line. Vtbi=130.7ml remaining. Medication being infused was unknown. No patient injury reported.